Manufacturer narrative:
Upon further review, bard/bd medical has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported by the facility that a patient with a known latex allergy was catheterized with a surestep tray because the nurse did not see a latex allergy warning label. No medical intervention was reported. The facility reported that the placement of the warning portion of the label was hidden on the package. It was suggested that the warning label be repeated on the larger portion of the label, using a color different from the other lettering.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the facility that a patient with a known latex allergy was catheterized with a surestep tray because the nurse did not see a latex allergy warning label. It is unknown if the patient received medical intervention. The facility reported that the placement of the warning portion of the label was hidden on the package. It was suggested that the warning label be repeated on the larger portion of the label, using a color different from the other lettering.